Manufacturer narrative:
Upon follow up it was reported the cause of the peritonitis event was due to a breach in aseptic technique. The breach in aseptic technique was further described as a change in caregiver. On an unreported date, the patient was treated with unspecified antibiotics for the peritonitis event which were discontinued 19 days after event onset. The same day the patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. Device code 2293 was replaced with 2017 and conclusion code 61 was added. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as event onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. Dianeal therapies were ongoing. No additional information is available as the reporter declined to provide further information.